Event description:
Per (B)(4), during clinical procedure, patient experienced failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and relevant tests/laboratory data to report device evaluation results. Updated device available for evaluation for device return date, MFR site for follow-up report submitter, date rec¿d by MFR for awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes. Information for weight was not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.